Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with calcification. The balance middleweight (bmw) universal ii guide wire was advanced and the lesion was treated with intravascular lithotripsy (ivl) was performed. When the ivl device was removed, the proximal part of the bmw guide wire also came back. The distal part of the wire was in the lad and part in the aorta. The ivl balloon was re-advanced and kept slightly inflated to recover the guide wire. A bmw universal ii guide wire located in the circumflex artery had no problems during use but separated when outside the anatomy.